Manufacturer narrative:
Root cause of failure: improper use of device. The wrong instrument was used for this procedure. Based on the reported info and the investigation results provided, integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
Facility reported that while removing a porcelain and zirconia crown from a pt's tooth, anatomical crown split. No pt injury.